Event description:
I used assured fabric flexible bandages (lot no.: bd03101205) for three days to cover a wound on my arm, changing the bandage each day. After the third day, I noticed redness, itching and swelling where the bandage adhered to my skin. It looks and feels like a burn.